Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was intermittently displayed because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the autoclavable camera head had intermittent failure in the image. The issue occurred at the end of a diagnostic procedure. The procedure was completed with the same set of equipment and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to deterioration of the cable inside. The evaluation found detached adhesive on the protective unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.